Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have low pump audio. The cause was identified to be loose speaker on a rear case. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had low pump audio. No additional information is available.